Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed. The bme reported that the nurses were creating strips when all of a sudden, the application closed, went into the windows desktop, and took 5 minutes for the cns to come back up. The bme reported that the cns is now working but will send in the logs for the cns for nihon kohden to investigate. No patient harm was reported.

Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, but the serial number is ni as customer could not provide the information. Telemetry transmitters: model #: gz-130p, serial #: ni, device manufacture data: ni, unique device identifier (UDI): (B)(4).